Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver was manufactured in 2012 out of warranty. During use on a cardiac arrest patient the driver failed them when they recently attempted to use it on a patient. The light is blinking. There was a second driver on the scene so insertion continued. The patient is deceased but not due to fault of driver.

Event description:
It was reported that the driver was manufactured in 2012 out of warranty. During use on a cardiac arrest patient the driver failed them when they recently attempted to use it on a patient. The light is blinking. There was a second driver on the scene so insertion continued. The patient is deceased but not due to fault of driver.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample was never returned for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 07/2012 and is approximately 5.5 years old. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. It should be noted that the complaint description reads the driver was blinking at the time of failure. By design, and the IFU, the operating status light will transition from a solid green other remarks: light to a blinking red light when approximately 10% of the battery life is left. When this red blinking light initially displays the customer has time to order a new driver before the current one completely fails. No further action required.